Event description:
The procedure was in-stent subclavian vein angioplasty via arm fistula access. When the evercross balloon was inflated at the distal edge of a stent and into the svc it ruptured. All pieces were removed. Investigation of the returned balloon confirmed a complete radial tear of the balloon. The balloon pieces are still connected to the balloon catheter.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. Additional information has been requested. Should it become available a supplemental report will be submitted.